Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. While attempting to remove the package, the needle pulled off the suture. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The assignable cause is a clip off defect, which is a manufacturing defect.